Manufacturer narrative:
One device was returned for evaluation. The lot history review was performed. The investigation confirmed for the identified leak and partial circumferential break at the butt joint; unconfirmed for the reported balloon rupture an guidewire issue. A root cause has not been determined. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dr8064 pta balloon dilatation catheter allegedly experienced rupture, device-device incompatibility, break, and leak. This report was receive from once source. This device was used in a 69 year old male patient; weight was not provided. There was no reported patient injury.